Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, chronic kidney disease, paroxysmal atrial fibrillation, cerebrovascular event, coronary heart disease, myocardial infarction, vascular disease, congestive heart failure, bleeding (gastrointestinal, intracranial), hematologic-coagulation disorder, diffuse intracranial amyloid angiopathy, and angiodysplasia/gastroduodenal ulcer. Complications reported included death during the index hospitalization, stroke (ischemic, hemorrhagic), bleeding, thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: "single vs dual antiplatelet therapy after left atrial appendage closure: a propensity score matching analysis."

Event description:
The article, "single vs dual antiplatelet therapy after left atrial appendage closure: a propensity score matching analysis", was reviewed. The article presented a prospective, single center study to compare both ischemic and bleeding outcomes in patients receiving single antiplatelet therapy (sapt) or dual antiplatelet therapy (dapt) after successful left atrial appendage closure (laac). Devices included in the study were amplatzer amulet, amplatzer cardiac plug, watchman flx, and watchman 2.5. The article concluded in this propensity score matching analysis of a single-center laac cohort, ischemic and bleeding outcomes did not differ at 1 year for patients discharged with sapt or dapt. These results have to be confirmed in an adequately powered randomized clinical trial. [The primary and corresponding author was lorenz raeber, department of cardiology, bern university hospital, university of bern, ch-3010, bern, switzerland, with corresponding e-mail address: lorenz.raeber@insel.ch] the time frame of the study was from january 2009 to august 2023. A total of 384 patients were included in the study, of which 290 received an abbott device. The average age was 74.6 years, average weight was 79.0 kg, and the majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, chronic kidney disease, paroxysmal atrial fibrillation, cerebrovascular event, coronary heart disease, myocardial infarction, vascular disease, congestive heart failure, bleeding (gastrointestinal, intracranial), hematologic-coagulation disorder, diffuse intracranial amyloid angiopathy, and angiodysplasia/gastroduodenal ulcer.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: single vs dual antiplatelet therapy after left atrial appendage closure: a propensity score matching analysis.